Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 423 mg/dl and treated with 8 units an hour later blood glucose 415 mg/dl then also treated 5.2 units then current blood glucose 435 mg/dl. Customer¿s relevant blood glucose level was 400 mg/dl. It was also reported that the site was bleeding and treated with baby aspirin however did not did not receive medical treatment as a result of the site issue. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.